Manufacturer narrative:
The device was received evaluation did not evaluate the customer's unit for the symptom of "pump falsely recognizes a loaded tube set. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and did not note any events that indicated and/or contributed to the reported symptom. No correction is required for the allegation of "pump falsely recognizes a loaded tube set". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced pump falsely recognizes a loaded tube set.. There was no patient involvement, injury, or medical intervention associated with this event. No additional information is available.